Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the saline that was given to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no instrument issue was alleged by the customer. No service was requested by the customer for this adverse event. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since 14-jul-2016. As part of the review, it was determined that the instrument's last service was on 08-dec-2017. During this service the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. Trends were reviewed for complaint category, hypotension. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: hypotension. (B)(4).

Event description:
The customer called to report that the patient experienced hypotension during a treatment procedure. The customer stated that the patient's hypotension occurred after 250 ml of whole blood processed during a double needle mode treatment procedure. The customer reported that the patient was administered two 100 ml saline boluses by the instrument. The customer stated that after the second saline bolus the patient stabilized. The customer reported that the treatment was then successfully completed. The customer stated that the patient was in stable condition after the treatment and no additional medical intervention was required. The customer reported that this was only the patient's second treatment procedure. No product was returned for investigation.